Event description:
Event of sine at the distal end of the stent graft section reported from (B)(6) japan. The thoraflex hybrid was implanted in the patient with chronic aortic dissection. After the surgery, the patient was discharged from the hospital without problems and was being followed up. One and a half year later, a contrast-enhanced CT scan revealed a stent graft-induced new entry tear (sine) at the distal end of the stent-graft section. Treatment using a stent-graft is scheduled in (B)(6). As reported: no device failure / deficiency, unanticipated event with surgical intervention, possibly related to procedure and pre-existing condition.

Manufacturer narrative:
Manufacturer narrative: clinical code: e. 4870 - aortic dissection: event was reported as sine stent graft-induced new entry tear by the site. The event was reported as distal portion of the stented graft section. Impact code: f. 4625 - additional surgery - treatment using a stent-graft is scheduled in (B)(6). Device problem code: a. 4001 - patient device interaction problem: one and a half year later, a contrast-enhanced CT scan revealed a stent graft-induced new entry tear (sine) at the distal end of the stent-graft section. Component code: g. 4755 - part/component/sub-assembly term not applicable. Type of investigation: b. 4110 - trend analysis: -thoraflex hybrid sales jan 22 - apr 26 vs thoraflex hybrid dsine events (B)(6) gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information has been requested to aid this investigation. 3331 - analysis of production records: full batch review will be performed. 4117 - device not accessable for testing: device remains implanted. Investigation findings: c. 3233 - results pending completion of investigation. Investigation conclusion: d. 11 - conclusion not yet available as investigation is ongoing.